Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr claim and medical records received. After review of medical records patient was revised to addressed painful left hip with metal on metal bearing with trunnion metallosis that most likely cause of the irritation. MRI showed a large cyst like lesions compatible with the metal on metal bearing. There was not an abnormal amount of wear, although there were some small burnished marks on the femoral head. The trunnion was quite coated with a thick black residue. Acetabular cup was solidly fixed, lightly burnished but not scratched. Doi: (B)(6) 2006. Dor: (B)(6) 2014, left hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. An mre (device history record) review will not be performed even when lot code(s) are known.